Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available. (B)(6).

Event description:
A company field service engineer reported that, during service/test, the intra-aortic balloon pump (iabp) displays low helium even though the helium tank is almost full. The internal helium pressure is displayed with 171 psig but the set point is 220 psig. No patient involvement or adverse event reported.

Manufacturer narrative:
A(B)(4) field service engineer (fse) did an initial evaluation of the iabp and did not reproduce the alleged malfunction. However, the evaluation is not yet complete.

Event description:
A company field service engineer reported that, during service/test, the intra-aortic balloon pump (iabp) displays low helium even though the helium tank is almost full. The internal helium pressure is displayed with 171 psig but the set point is 220 psig. No patient involvement or adverse event reported.

Manufacturer narrative:
It was reported that a getinge field service engineer, at the repair center, completed the evaluation of the iabp and could not reproduce the alleged malfunction. The iabp was released back into clinical use. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
A company field service engineer reported that, during service/test, the intra-aortic balloon pump (iabp) displays low helium even though the helium tank is almost full. The internal helium pressure is displayed with 171 psig but the set point is 220 psig. No patient involvement or adverse event reported.

Event description:
A company field service engineer reported that, during service/test, the intra-aortic balloon pump (iabp) displays low helium even though the helium tank is almost full. The internal helium pressure is displayed with 171 psig but the set point is 220 psig. No patient involvement or adverse event reported.